Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Corrected: d2b. The reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11.h1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted.if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). B3: publication date. D10: unk head unknown. G2: foreign: sweden. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: michael axenhus, ghazi chammout, paula kelly-pettersson, sebastian mukka, martin magnéli, olof sköldenberg long-term outcomes of cemented compared to uncemented femoral stems in total hip arthroplasty for displaced femoral neck fractures in elderly patients european journal of trauma and emergency surgery (2025) 51:73https://doi.org/10.1007/s00068-024-02735-0.

Event description:
It was reported in a journal article that was obtained provided that the purpose of the study was to assess long-term outcome of cemented and uncemented stem results. The study reviewed 69 patients with displaced femoral neck fractures. All surgeries were performed using direct lateral approach with the patient in the lateral decubi¬tus position, patients were split into 2 groups; cemented group received the modular cpt (zimmer, warsaw, indiana, USA) and the uncemented group received the bi-metric stem (biomet, warsaw, indiana, USA). The study population had a mean age of 73 years at time of surgery; (number of 22 males/47 females). Follow-up was conducted at 3, 12, 24 months, and at 4 and 10 years after the surgery. Complaint 1: the study reported one patient within the cemented group with a dislocation resulting in a closed reduction.